Manufacturer narrative:
Investigation summary: stopper damaged it was performed the DHR, quality notification and maintenance analysis and the non-conformance potentially related to the occurrence was observed. The sample sent by the customer were verified and it was possible to confirm stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station. The incident identified from this complaint will be monitored for trend evaluation. Plunger rod broken the batch history (DHR) analysis, maintenance records and quality notifications were reviewed with no deviation found for this lot. The sample sent by the client was evaluated and it was not possible to identify the reported defect to determine the root cause for the incident. The production processes are validated according to the defined acceptance criteria. This way the confirmation of the claim can not be confirmed. The incident identified from this claim will be monitored for trend evaluation.

Event description:
It was reported that during use of the bd plastipak¿ 10ml syringe slip tip "the plunger is bent, the stopper is bent and it is not possible to return it to the correct place." Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: "the plunger is bent, the stopper is bent and it is not possible to return it to the correct place."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ 10ml syringe slip tip "the plunger is bent, the stopper is bent and it is not possible to return it to the correct place." Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: "the plunger is bent, the stopper is bent and it is not possible to return it to the correct place."